Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose level. Customer blood glucose level was 23.6 mmol/l. Customer had a cystitis and according to the nurse this is the reason for the high blood glucose. She did delivered a correction bolus. Customer stated that the auto mode feature was not active at the time of high blood glucose event. Still had 7 units active insulin the customer stated that insulin pump passed high pressure test. The device will not be returned for analysis.